Event description:
It was reported that the atrial lead was attempted to be implanted, but not used due to unable to obtain position. Another atrial lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found, however outer insulation was pulled apart (overstress) and lead was damaged at implant; full lead analyzed.